Manufacturer narrative:
.The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was ripped when injected into the patient's eye, leading the doctor to cut the lens in half for removal. There were no reported issues for the patient and no injury. There was a noted tear or defect on the edge of the lens, away from the haptic junction. The lens was removed and replaced with a back up lens in the same procedure. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 4/18/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was stuck in the cartridge and overridden by the plunger rod. The tip of the cartridge was also found to be damaged. Viscoelastic residue was not observed to be distributed throughout the cartridge, indicating that an inadequate amount of ovd may have been used, which may have contributed to the issue observed. The lens module was opened and inspected, and no issues were observed. The handpiece and plunger rod were also inspected, and no issues were observed. The lens was removed from the cartridge and was observed to be coated in viscoelastic residue. The lens was cleaned revealing that the lends was torn in half. No further issues were identified and no further evaluation was performed. Conclusion: the complaint issue "iol torn" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.